Manufacturer narrative:
H10: for the reported malfunction, the device and a photo were returned to bd for evaluation. The investigation is inconclusive for inability to aspirate, as the device functioned properly under laboratory conditions. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 1716000j port & catheter allegedly experienced a suction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
For the reported malfunction, the device and a photo were returned to bd for evaluation. The investigating identified a complete circumferential break and the cath lock was not completely seated against the port body. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 1716000j port & catheter allegedly experienced a suction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.